Manufacturer narrative:
The nurse (bsn rn / it application analyst) reported that the patient data is not transferring to the epic emr from the central nurse's station (cns). Also, on (B)(6) 2021 at 9 pm, vitals from a patient in bed 2102 were updating 2120 in epic. They were correct on the monitors but transmitting incorrectly to epic. Problem was resolved by rebooting both bsm's. On (B)(6) 2021, vitals on bsm 2122 were updating the patient in bed 2115 in epic. Again they were correct on the cns but transferring incorrectly into epic. Also vitals from bed 2120 were updating the one in 2115 in epic but correct on the cns. Problem was resolved by rebooting the bsm in 2115. The monitors have to be rebooted every time a patient is removed from the monitor or in some cases, it will randomly stop transmitting to epic and has to be rebooted in order for vitals to transmit. This problem did not occur prior to the upgrades and hardware changes from tuesday evening (B)(6) 2021. Nothing has changed from the middleware or epic mapping side. The customer stated that the vitals for patient in bed a would update patient b when the messages would be sent. The customer stated that the data in epic that comes from the nk monitors includes heart rate, blood pressures and various other patient values used for treatment and diagnoses. Medication may need to be provided to a patient based on these values, so incorrect treatment could occur if the vitals are incorrect. The vitals were correct on the cns. Nihon kohden network technician stated that patient vitals from monitors on pcu beds appearing to move around to other pcu monitors. Investigated logs of monitor data from previous days. Multiple calls on existing hl7 process with the customer. Technician installed hl7gwy (B)(4). Multiple conference calls regarding this matter. The patients are now staying in assigned beds, and the users have a better understanding of adding patient ids into the monitor. No patient harm was reported. (B)(4).

Event description:
The nurse (bsn rn / it application analyst) reported that the patient data is not transferring to the epic emr from the central nurse's station (cns). Also, on (B)(6) 2021 at 9 pm, vitals from a patient in bed 2102 were updating 2120 in epic. They were correct on the monitors but transmitting incorrectly to epic. Problem was resolved by rebooting both bsm's. On (B)(6) 2021, vitals on bsm 2122 were updating the patient in bed 2115 in epic. Again they were correct on the cns but transferring incorrectly into epic. Also vitals from bed 2120 were updating the one in 2115 in epic but correct on the cns. Problem was resolved by rebooting the bsm in 2115. The monitors have to be rebooted every time a patient is removed from the monitor or in some cases, it will randomly stop transmitting to epic and has to be rebooted in order for vitals to transmit. This problem did not occur prior to the upgrades and hardware changes from tuesday evening (B)(6) 2021. Nothing has changed from the middleware or epic mapping side. The customer stated that the vitals for patient in bed a would update patient b when the messages would be sent. The customer stated that the data in epic that comes from the nk monitors includes heart rate, blood pressures and various other patient values used for treatment and diagnoses. Medication may need to be provided to a patient based on these values, so incorrect treatment could occur if the vitals are incorrect. The vitals were correct on the cns. Nihon kohden network technician stated that patient vitals from monitors on pcu beds appearing to move around to other pcu monitors. Investigated logs of monitor data from previous days. Multiple calls on existing hl7 process with the customer. Technician installed hl7gwy (B)(4). Multiple conference calls regarding this matter. The patients are now staying in assigned beds, and the users have a better understanding of adding patient ids into the monitor. No patient harm was reported.